Event description:
The blood glucose kit that was purchased confained a check key that did not belong to the test strips. It was reported the check key did not belong to the species indicated and when trying to use with the meter was unable to get it to register correctly. No treatment or actions taken reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.